Event description:
As reported: "study: stryker pegasus subject: (B)(6). Onset date: : 01-jan-2025 - pain patient first left message with internal medicine about painful left hip on (B)(6) 2025. She was seen by the surgeon on (B)(6) 2025. She described diffuse left hip pain radiating down leg and worsened by weightbearing. Assessment at (B)(6) 2025 follow-up included gt bursitis, arthritis, and left si joint pain. She has tried gabapentin and got cortisone injection at this follow-up. She is considering hip replacement surgery."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: study: stryker pegasus. Sbuject: (B)(6). Onset date: 01-jan-2025 - pain patient first left message with internal medicine about painful left hip on (B)(6) 2025. She was seen by the surgeon on (B)(6) 2025. She described diffuse left hip pain radiating down leg and worsened by weightbearing. Assessment at (B)(6) 2025 follow-up included gt bursitis, arthritis, and left si joint pain. She has tried gabapentin and got cortisone injection at this follow-up. She is considering hip replacement surgery."